Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a torque handle malfunctioned above 90 in-lbs and caused a driver shaft to twist during surgery. A backup torque handle and driver shaft were used to complete the procedure. There are no reports of patient injury associated with this event. This is report two of two for this event.

Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. The returned handle was evaluated. The torque output was outside of the adequate performance range. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Investigation of this issue found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.